Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "intermittent keypad numbers 0, 1, 2". The unit in its rec'd condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent operation of row 3 keys (#0. #1 and #2) that is caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a pump had "intermittent keypad numbers 0, 1, 2". It was also reported that there was no patient involvement.